Manufacturer narrative:
(B)(4). The dexcom g4 platinum continuous glucose monitoring system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Patient's mother contacted dexcom on 04/27/2016 to report that the patient experienced a skin reaction to the sensor adhesive on (B)(6) 2015. The sensor was inserted into the arm on (B)(6) 2015. On (B)(6) 2015, patient was seen by their endocrinologist, during a routine visit. Patient's mother and the endocrinologist discussed the patient's reaction to the sensor adhesive. The patient was given clobetasol cream to treat the reaction. Date of doctor visit is an approximation. Affected area was treated with the prescribed clobetasol. At the time of contact, the skin reaction had persisted. No additional event information was provided. The sensor was inserted into the arm. The dexcom g4 platinum continuous glucose monitoring system user's guide states: do not insert the sensor in sites other than the belly (abdomen) or upper buttocks.